Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 520 mg/dl and 119 mg/dl. The patient reported that paramedics were called on two occasions in (B)(6) to treat his hypoglycemia. In both instances the patient stated that he had administered a large amount of insulin to correct an elevated blood glucose level that his meter displayed; he thinks the elevated result displayed was erroneous. The patient was treated with glucose and taken to the hospital during one of the events. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.